Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited error code b30 (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch inadvertently reported that the video system center exhibited error code b30 (scope communication error). However, this was an internal documentation error which incorrectly noted this error during device evaluation. There were no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacture, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.